Event description:
It was reported that a dissection occurred. The target lesion was located in the proximal left anterior descending artery (lad). A promus premier select ous mr 32 x 3.50mm stent was deployed to treat the target lesion. Post deployment of the stent, a type b dissection was visible at the proximal edge of the stent and there was slow flow in the vessel. Another stent was deployed overlapping to cover the dissection and successfully complete the procedure. The patient was stable post procedure and fully recovered.